Event description:
It was reported that: "the insert was opened with a hair on it."

Manufacturer narrative:
The exact root cause of the event could not be confirmed as the foreign material and packaging involved with the case were no longer available for eval. The surgeon noted that the foreign debris might not have been a hair, but might have been a piece of the blister pack. Device history review showed no reported discrepancies.